Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the delivery/stent device into the guide catheter. Upon removal the stent appears to be damaged. No pt injuries or complications were reported.